Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. A reagent or calibrator issue could be excluded because correct results were generated on the repeat testing. Based on the information provided, a sample, pre- analytic or instrument related issue was the most likely cause. The customer provided information indicating the problem was most likely caused by a pre-analytic issue but this could not be confirmed.

Event description:
The customer received questionable thyrotropin (tsh) results for two patient samples. Patient sample 1: initial result was 0.052 uiu/ml. The repeat result from an unknown analyzer was 6.82 uiu/ml. The repeat result from an unknown roche analyzer was 6.77 uiu/ml. Patient sample 2 ((B)(6) old female): initial result on (B)(6) 2014 was 0.038 uiu/ml. The repeat result on an unknown analyzer was 5.44 uiu/ml. The initial results were reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 179138 with an expiration date of 04/30/2015.